Event description:
Per the clinic, the patient experienced impaired healing resulting in the exposure of the internal magnet. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to facilitate removal of the magnet. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.